Manufacturer narrative:
Device issue with inomax dsir# (B)(4) (complaint(B)(4)). The device investigation was completed on 09-july-2015. Inomax dsir# (B)(4) was returned to the manufacturer for service investigation. Following the regional service center (rsc) investigation, including a service log review and subsequent performance testing, the complaint was confirmed. The service log revealed delivery failure (df) due to backlight current below minimum, minimum: 800 counts and actual value: 611 counts. The rsc experienced the display blank. The device was rebooted, and then a bright red screen appeared followed by blank screen. The rsc determined the touchscreen/display assembly was faulty and replaced the touchscreen/display assembly. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this report was display-backlight failure. This condition will be tracked and trended under the company's quality system. This device was not in use on a patient; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00023).

Event description:
Display-backlight failure (device issue). Case description: on 17-june-2015, a respiratory therapist (rt) spoke with the company regarding a device issue with ino max dsir# (B)(4). The device was not in use on a patient. The rt reported a blank display and explained that the device was put through calibrations without issue. When the rt unplugged the device and rolled it across the room, the display went blank. A reboot of the device "went normally" until the device entered customer mode, at which point the display went blank again. Inomax dsir# (B)(4) was removed from service and returned to the company for service investigation. Case comment: 20-july-2015: this is a non-serious, post-marketing device report. A "blank display" occurred when the inomax delivery system dsir was not in use on a patient. No adverse event associated with the device failure was reported. The case is considered reportable because a previous, similar event had been associated with serious adverse patient consequence (index case MDR# 3004531588-2013-00023).